Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose level of 545 to 552 mg/dl. Customer stated that the customer treated with insulin at the hospital. Customer reported her husband took to the emergency room and took her to intensive care unit. While in the hospital they put the customer back on the insulin pump and her blood glucose went to the 470 mg/dl with diabetic ketoacidosis, so they got her off the insulin pump and the doctor said the insulin pump did work and requested the insulin pump be replaced. The insulin pump will be returned for analysis.